Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_pump, serial# unknown, product type: pump. (B)(4).

Event description:
Additional information reported that during the removal of the catheter, the healthcare provider (hcp) inserted a stylet into the catheter in order to remove it. Once the stylet was inserted, they were able to remove the catheter. It was noted that they could not visualize the catheter at the moment the stylet was inserted. They were unable to confirm if the catheter was bent or kinked, only that the catheter was straight due to the stylet once removed.

Event description:
It was reported that a patient¿s trialing pump started alarming and the patient did not have any relief of back pain. The reporter mentioned that the patient had ¿great results from the narcotics, but experienced urinary retention side effects.¿ the issues began after the drug being used in the trialing pump (ambit) was switched from narcotics to prialt. A dye study, x-rays, and an MRI scan (magnetic resonance imaging) were performed. The healthcare professional (hcp) was unable to aspirate the catheter or inject dye. A catheter explant was attempted on (B)(6) 2015 but the patient experienced ¿extensive pain¿ and there was resistance. Imaging showed that the distal end of the catheter had made a ¿u-turn¿ and was curved back on itself at the thoracic level (t10), making drug therapy ineffective. Explant was completed (B)(6) 2015 of the buried catheter which involved reopening the incisions and extensive nerve monitoring during the procedure. Steering wire was inserted into the catheter and it was pulled back and removed without incident. The reporter noted that the product was cut in several places in order to remove it from the buried trial. The patient was alive with no injury. The pump was used to infuse prialt at the time of this event. Follow up was being conducted to obtain further in formation. If additional information is received a follow up report will be sent.